Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. A 3.00mmx8mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with an intra-aortic balloon pump (iabp). No patient complications were reported and the patient's status was good.